Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the merlin programmer exhibited a diagnostics anomaly. The device gave an overestimation of battery longevity. No device intervention was performed. Patient was stable with no complications.